Event description:
It was reported that overfill occurred with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, "customer text: we have noticed on several occasions, that our 1.ml sodium citrate vacutainer tubes (lot#9043983) are overfilling. Last april (2018) we had received notification of the same issue occurring with the 2.ml sodium citrate." 1 of 2 complaints.

Manufacturer narrative:
The additional information/changes are as follows: medical device brand name: blood specimen collection device. Medical device type: jka . Common device name: blood specimen collection device. Medical device manufacturer: becton, dickinson & co. (Broken bow). Medical device catalog #: 363083. Unique identifier (UDI) #: (B)(4). Manufacturing location: becton, dickinson & co. (Broken bow). PMA / 510(k)# k013971.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Please note that the fill line present for the tnt product is a minimum fill line. There are no maximum fill lines present on the tnt tubes. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that ovefill occurred with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, "customer text: we have noticed on several occasions, that our 1.ml sodium citrate vacutainer tubes (lot#9043983) are overfilling. Last april (2018) we had received notification of the same issue occurring with the 2.ml sodium citrate." 1 of 2 complaints.